Event description:
Pt was tested on the suspect device with a blood glucose result of 418 mg/dl. Pt was given 14 units of regular insulin. About six hours later the patient's glucose was 55 mg/dl and the patient was then treated with d50. Controls were reported as in range. The facility did not want the device replaced. The reporter felt this event was due to the device operator.